Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer continued to use the pump for insulin therapy and has backup insulin therapy if needed. There was no reported adverse impact to the customer's blood glucose (bg) level.